Event description:
It was reported that one of the spinal cord stimulation (scs) patients leads had migrated out of the dorsal column area shortly after implantation however, adequate therapy was provided with programming of the second lead. Additionally, high impedance readings were discovered on port c and port d of the second lead being used for therapy. As such, the patient underwent a lead revision procedure during which these leads were explanted and replaced with new leads. It was discovered intraoperatively that the migrated lead appeared to have been clean cut at the eighth contact with the other seven contacts remaining inside the muscle tissue. The surgeon denied cutting the lead and it was unknown if there was any trauma to the patient that may have been caused. Although attempts were made to retrieve this cut lead, the lead was partially removed with a portion of the lead left implanted due to its close proximity to the newly implanted leads. Furthermore, during the procedure the patient stopped breathing and had to be flipped over to assist breathing again. The physician assessed that this breathing complication was due to excessive propofol and was not due to the device. The patient regained consciousness and breathing, therefore, the procedure was resumed under light sedation with no further incident. The patient has fully recovered postoperatively and has been programmed with good coverage of their pain areas. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2352-50. Serial: (B)(6). Batch: 3204355.